Event description:
According to the reporter: during a thoraco/lobectomy, at the resection of the bronchus of the right middle lobe, the surgeon started the firing the device, however the firing was stopped on the halfway. The surgeon pulled the black return knob back, the knife fully returned and did not lock on tissue. It could be removed from the tissue without damaging it. However, as u-formed staples were stuck on the tissue, the surgeon removed them with forceps. A new reload was placed on the handle and the surgeon restarted the firing from the slightly proximal side of the staple line. The firing was completed with no problem. The surgical time was extended by less than 30 min. The status of the patient was no problem. There was tissue damage. Additional tissue resection was required due to the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the loading unit was partially fired to the 2 cm cut line and engaged in interlock. The jaws of the loading unit were open. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism is deformed. Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional testing. The loading unit locked securely in place and was applied to test media. The interlock was overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The loading unit interlock was tested and found to function properly. Replication of the deformed anvil clamping mechanism condition may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was tissue damage, as the malformed staples were stuck on the tissue. The damage was not permanent.